Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed differences could not be attributable to a definitive root cause, as the sensor data available in the data management system (dms) did not show any evidence of system malfunction. Customer care educated the user on medication guidance, proper calibration techniques and recommended continued use of the system, with calibrations entered when glucose trends were not changing rapidly. Customer care recommended that the user relink their sensor to clear calibration history and any possible calibration misalignment. Post re-relink, the system was working within expectations. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.